Manufacturer narrative:
The device was received for evaluation and it was visually and functionally tested. The reported complaint of leakage was not confirmed. No visual anomalies were observed on the returned set. When the returned set was primed and pressure leak tested, no leaks were observed. The product had performed per the specifications. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation however investigation is not yet complete.

Event description:
The event involved a monitoring kit w/tp4, 30 ml squeeze flush and needleless valve where the customer reported that blood sample draw stopcock on arterial line setup leaking when flushed through. The connection was tightened and was able to flush through without leaking. Leaking occurred again around 2200 when flushing through, and connections were tight. There was no leaking unless flushing through line. Line was also difficult to flush. The customer ordered a new a-line fluid bag and was able to change over setup at 0300. Once setup was changed, there were no issues with flushing/drawing or leaking. The customer stated that the device was not reprocessed and reused on a 3-week female patient. The event occurred on 22-may-2024. There was patient involvement, no patient harm and unknown delay in therapy. The customer stated that there was no medication involved and no delay in therapy. No harm was reported as a consequence of this event.